Event description:
It was reported via repair work order that the scale was inaccurate due to being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the bed exit was falsely alarming due to the scale not being properly calibrated. This is not likely to harm the patient as the user would be made aware that there was a problem with the system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the bed would alarm as soon as it was armed due to the scale not being properly calibrated.